Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device w9962; pdcbrtb0 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent natural childbirth procedure on (B)(6) 2019 and suture was used. The suture broke when sewing during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.